Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that there was leak at the o-ring. The customer reported that the o ring was worn out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated open/used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal, bolus leaking test per : reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm insulin pump. Conclusion: reservoir's septum found misuse/abuse/undue stress, creating air bubbles and leaking.